Manufacturer narrative:
This report is submitted on 23 january 2020.

Event description:
It was reported that the device was explanted on (B)(6)2019 due to a performance decrement. The patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
.This report is submitted on april30, 2020.